Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; however, a specific bg level was not provided. Reportedly, paramedics administered glucose gel to the customer while customer was transported to the emergency room (ER). While in the ER, customer was given a meal. Customer was discharged a few hours later with a bg "around 240" (mg/dl).